Manufacturer narrative:
Customer from the united states, alleged discrepant results for one patient sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. An investigation was performed to evaluate the customer issue. The instrument data for the liat was not provided to review the instrument performance. Therefore it cannot be determined whether these samples may have been near the limit of detection (lod) for the assay. Please note the differences in the liat scfa test and the cepheid genexpert. The liat scfa assay detects different regions of the orf1a/b along with the n gene of the sars-cov-2, whereas the cepheid genexpert tests for the n2 and e genes. The lod for sars-cov-2 on the genexpert is claimed at 0.0200 pfu/ml and flu b lod is 0.19 (victoria) to 0.4 (yamagata) tcid/50ml (depending on the strain). The scfa package insert indicates that the sars-cov-2 lod is 0.012 tcid50/ml (0.0084 pfu/ml) and .002 to .004 tcid50/ml for influenza b strains which indicates being much more sensitive than the genexpert. While it is hard to specify cross-contamination as a cause, it may still be a possibility. Possible causal factors may be sample at low titer, scfa assay version, and/or sample handling. No product problem identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results generated with the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system. When compared with the results generated with genexpert cepheid. The customer reported that the initial test sample with the cobas® liat® system generated sars-cov-2 positive, influenza b positive and influenza a negative. The same sample was repeated with the genexpert cepheid , and the results were negative for all 3 targets. The results were not reported to the patient and or/ medical personnel treating the patient. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation.